Event description:
I had a bad reaction to all-health's flexible fabric adhesive bandages. My leg is red/irritated from where I adhered the bandage (I replaced the bandage on multiple days). I don't have any known allergies, so I don't know what caused the problem. I looked online and saw that bandages are not supposed to expire for 3-5 years, so I'm well within that timeframe, as I purchased the item in (B)(6) 2020. I bought it on amazon and noticed that the manufacturer is aso corp. I tried reaching out to them and left a voicemail in their "complaint" mailbox, but no one returned my call. The receptionist assured me this was the best way to initiate a claim and that there was no email address I could use to report the problem.